Event description:
Reporter alleged discrepant back to back test results of 428, 149 & 150 mg/dl when all tests were performed within 5 minutes. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement was sent.